Manufacturer narrative:
A total of 40 patients returned for a follow-up investigation (19 female and 21 male with a mean age of 52+/-9 years at the day of surgery and a mean age of 59+/- years at the day of follow-up) were included in the study. Exact date of event is unknown; july 27, 2018 is the date the literature article was published. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: haider t, schnabel j, hochpochler j, wozasek (2018). "Femoral shortening does not impair functional outcome after internal fixation of femoral neck fractures in non-geriatric patients." Archives of orthopaedic and trauma surgery. Volume 138. Page 1511-1517 (austria). The aim of the study was to evaluate the incidence and extent of femoral shortening in relation to the clinical outcome in non-geriatric patients with femoral neck fractures treated with osteosynthesis. Between 2007 and 2015, 163 non-geriatric patients who had femoral fractures were treated with either dynamic hips screw or cancellous screws. 88 of these patients or their relatives were contactable for follow-up. 40 patients were excluded with 14 of them received secondary ipsilateral arthroplasty and 18 of them were confirmed dead. A total of 40 patients returned for a follow-up investigation (19 female and 21 male with a mean age of 52+/-9 years at the day of surgery and a mean age of 59+/- years at the day of follow-up) were included in the study while 8 patients declined to participate. 31 of the patients included were treated with an unknown synthes dynamic hip screw while 9 of them were treated with a competitor¿s cancellous screws. The median follow-up time in months was 65.5. For this study, radiographic studies 3 months after surgery and x-rays performed at the invited follow-up investigation were examined. Clinical examination included the recording of the range of motion (rom) of both hips, the harris hip score (hhs), the staffelstein score, the visual analog scale for pain (vas) in the affected hip, and the ucla activity score. Values above 90 in the hhs were considered excellent, between 80 and 90 were good results, while scores between 70 and 80 were fair results, and scores of below 70 were defined as a poor outcome. Complications were reported as follows: a female patient who was initially treated with a dynamic hip screw had avascular femoral head necrosis during the appointed follow-up. This report is for an unknown synthes dynamic hip screw. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for (B)(4).